Event description:
The customer reported an insertion issue with the use of an abbott diabetes care (adc) device and being unsuccessful due to the device not applying, and therefore was unable to monitor glucose levels. The customer experienced dehydration, other unspecified "hypoglycemia" symptoms, and was unable to self-treat due to their symptoms. The customer had contact with a healthcare professional (hcp) who administered an unspecified drip for their dehydration and insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an insertion issue with the use of an abbott diabetes care (adc) device and being unsuccessful due to the device not applying, and therefore was unable to monitor glucose levels. The customer experienced dehydration, other unspecified "hypoglycemia" symptoms, and was unable to self-treat due to their symptoms. The customer had contact with a healthcare professional (hcp) who administered an unspecified drip for their dehydration and insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator and sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator; no issues were observed. The applicator has not been fired and sheath was unlocked and the sensor patch was not inside. Sharp was observed to be stuck inside sensor plug assembly. Visually inspected the sensor and no damage was observed. Further investigation was not performed due to sensor pack was not returned. An extended investigation was performed. The returned sensor was visually inspected and observed that a bent sharp was stuck inside sensor plug assembly. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed, which is an indication that user did not activate the sensor. Visually inspected the applicator and observed the applicator had not been fired and the sheath was locked. Further investigation was not performed due to sensor pack was not returned. Therefore, issue is closed to no product returned. The libre sensor pack has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.